Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient lost consciousness and was found by her spouse who administered a glucagon injection. The patient's spouse called emergency medical services (ems), and performed cardiopulmonary r=resuscitation (CPR) as the patient was not breathing. Upon arrival, ems administered an unspecified IV to increase the patient¿s blood sugar (presumed to be glucose) and revived the patient. Ems was with the patient for about 3 hours. Once the patient regained consciousness, she ate a peanut butter and jelly sandwich and drank cranberry juice. The patient was not transported to the hospital and recovered at home. The specific cgm/bg values at the time of the event were not provided but ems stated her bg was in the low 40s mg/dl. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional, d9: device available for evaluation - additional, h2: additional information/device evaluation, h3: device evaluated by manufacturer - additional, h6: adverse event problem - additional.

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. A receiver charge and boot test was performed and passed. Functional testing was performed and passed. The device was opened and an internal visual inspection was performed and passed. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data the data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.